Event description:
An orsiro drug-eluting stent system was chosen to treat a calcified lesion (80 percent stenosis degree) in a mid cx. The device could not cross the pre-dilated lesion. Lot number was not available, no manufacture and expiration were not available.

Manufacturer narrative:
Neither the complaint instrument nor the lot number of the device was provided for analysis. Therefore no technical investigation on the subject could be performed. The manufacturing history of the last three orsiro 2.5/13 product lots that were delivered to the hospital prior to the reported event date were reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the three production documentations confirmed that the instruments were manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no manufacturing related root cause was determined. The final root cause is most likely related to external factors.